Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in carelink support application and observed that its not an issue. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests to assist with the resolution , we provided below information to helpline support team generate data table report and check the entries at 10 pm the sg levels had decreased and caused a hypo episode this is displayed in assessmnet and progress report. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of this issue could be assumed due to lack of user training we are proceeding to close this ticket as we have not received any response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported missing information in the carelink reports. The customer also reported a seizure. The event involved product(s) acc-7333. Troubleshooting was performed, and it was unable to be resolved with existing troubleshooting or labeled instructions; the issue was escalated. No further patient complications were reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for acc-7333.